Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing corporation recommendations. Upon investigation the monitor was unable to undergo incoming functional testing. The monitor's electrode belt connector was broken free from the monitor enclosure with broken wires within in the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving check therapy pad messages.